Event description:
The customer reported clear fluid leaked from the rear of the instrument involving the coulter lh 750 hematology analyzer. The fluid was contained within the unit. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face shield and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The customer was analyzing controls at the time of the fluid leak. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) replaced the tubing that the customer had already removed and noted one of the molded ends tore completely off. The fse verified service activity per established procedures and the results met published performance specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the cause of the event is related to the disconnected complete blood count (cbc) lytic reagent delivery tubing. (B)(4).